Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of intermittently not displaying image was not confirmed. Therefore, the root cause of customer's allegation could not be determined. An additional device evaluation finding is as follows: corrosion inside the scope socket tubing, non-olympus lamps were used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not inspected before use and the device intermittently did not display image with various scopes during diagnostic colonoscopy. The procedure was canceled. There were no reports of patient harm.